Manufacturer narrative:
Concomitant medical products: 4524-53 lead, implanted: (B)(6) 1998.

Event description:
It was reported that the patient complained of twitching and 'jumping' at the implant site. The right ventricular (rv) lead was found to be causing muscle stimulation following a polarity switch, and also exhibited low impedances, and undersensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.